Event description:
Technician alleged that the siderails will not latch in the up position. No injury reported.

Manufacturer narrative:
The tech found the latch bolt is missing. The tech replaced the siderail latch shoulder bolt to resolve the issue.